Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The clinical/medical team concluded, based on the limited information provided, the root cause of the reported breakage could not be determined. A visual inspection of the return device confirmed the tip breakage and ¿significant signs of wear/usage¿ which cannot be ruled out as a contributing factor to the reported breakage. The material, 17-4 ph stainless steel is manufactured and intended as an externally communicating device, not approved for implantation; therefore, long-term implantation data is not available. The patient impact beyond possible corrosion, local irritation/discomfort, and/or migration of possibly retained non-implantable foreign body fragments cannot be determined. No further medical assessment can be rendered at this time a visual inspection confirmed the threaded tip is broken off the anthology inserter poster hard and has not been returned. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that, during surgery, while inside the patient, the device threaded tip broke off. A s&n backup device was available to finish the surgery. Surgery was not delayed. The patient was not harmed beyond what has been described.